Event description:
It was reported that the user experienced an ¿unable to proceed¿ alert during a supply change and later recurrent high glucose with a maximum reported glucose of 400 mg/dl, along with device alerts for high glucose and a consecutive stalled motor, and observed insulin leakage at the connector end and into the pump housing. Symptoms included feeling tired and cold, with no other symptoms reported and no injury. Outcomes included temporary interruption of insulin delivery, need for troubleshooting, and replacement of the device and supplies. Investigation included technical troubleshooting with dry run, tubing priming checks, site replacement, device cleaning, verification of delivery resumption attempts, and arrangement for device return and replacement. Investigation of this case revealed evidence of fluid ingress and leakage at the connector area while the cartridge appeared intact, with delivery impairment consistent with a stalled motor alert. It was concluded that hyperglycemia occurred in the setting of delivery disruption likely related to fluid ingress at the connector interface; causality to a specific component could not be definitively determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.